Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited oversensing of far-field r-waves. It was also noted that the patient is symptomatic with monomorphic ventricular tachycardia, with multiple episodes below the therapy zone. Technical services were consulted and discussed programming options with the physician. Minor adjustments were made to the atrial sensitivity. The patient will be managed medically in the meantime. This device remains implanted and in service. No adverse patient effects were reported.